Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low blood glucose reading 30 mg/dl. The customer treated with orange juice. The customer stated that she has low blood glucose unawareness and one day changed her settings by accident. The customer was assisted in programming the insulin pump. The customer declined troubleshooting for low blood glucose. The insulin pump was not returned or replaced.